Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, a cerebase guide catheter (gs9090sd, 31168610) broke/separated at the distal end where the connection between polymers is. It did not separate as the braiding was holding everything together. There was no damage to the patient. The product was exchanged for new cerebase and the procedure was finished normally. No additional information is available. Catheter was received with fracture of joint between the pebax 72d segment l10 and the main vestamid shaft. The braid was not stretched between the separated segments. The sample was received with the proximal shaft lumen plugged with clot. The other joints in the distal region of the catheter were intact, without obvious separations. The segments l10 and vestamid shaft separated relatively cleanly from one another, indicating inadequate adhesion of the two segments at their interface/edge. Images show that there is little melting and adhesion at the face of the joint, and the edges of the polymer segments are square and cleanly separated, almost as if cut. The catheter was sectioned transversely, and the braid wires were pulled from the laminated structure in the pebax 70d l8 section. The braid wires were pulled out cleanly without tearing the polymer topcoat. This is a common characteristic of all the cold fuse complaints associated with the recall. There is, however, evidence that the ptfe adhered at least partially to the polymer topcoat, as some ptfe remained adhered to the topcoat when the wires were removed. Dimensional: od dimensions were taken at all segments and interfaces, as well as 3 points along the proximal shaft. All dimensions met the drawing specs of 0.106¿ ¿ 0.110¿ distally (tip ¿ l9). There was one dimension in the vestamid shaft that was over the 0.111¿ max spec limit. This od was taken 1mm proximal to the fracture. It is possible that the larger od could indicate a cold fuse, although the remaining vestamid shaft od measurements were within the specification of 0.107¿ ¿ 0.111¿. Conclusion: based on the images showing lack of polymer topcoat flowing and fusing to adjacent and surrounding structures, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other. This issue is being addressed through cerenvous quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h9: FDA correction/ removal reporting no. (B)(4) missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, a cerebase guide catheter ((B)(6)) broke/separated at the distal end where the connection between polymers is. It did not separate as the braiding was holding everything together. There was no damage to the patient. The product was exchanged for new cerebase and the procedure was finished normally.